Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that she completed a routine cartridge and infusion set change with blood glucose 137 mg/dl and woke up the next morning with a blood glucose reading of 422 mg/dl with nausea and fatigue. The patient said she delivered a correction bolus via the pump and two hours later, her blood glucose remained elevated at 368 mg/dl. The patient continued to bolus via the pump and her blood glucose remained between 200 mg/dl and 300 mg/dl for the next two days. She reported that when she removed the cartridge, she found insulin in the cartridge compartment. She said she turned the pump over and insulin poured out; she does not know how much leaked into the cartridge compartment. The patient noticed that the connection between the tubing and the cartridge was secure, she denied visible defects to the tubing or the cartridge, and reported moisture in the plunger area of the cartridge below the insulin reservoir. She reported that this incident is the first time she observed insulin in the cartridge compartment; she said that she noticed moisture in the plunger area with the last five cartridge changes. The patient reviewed the blood glucose elevation with customer support and confirmed the bolus history was correct, she rotates sites appropriately but has scar tissue, she denied leakage at the infusion sites, and she reported there were no air bubbles in the cartridge or tubing. The patient reported that she replaced the cartridge and the new one has not shown signs of leakage, she corrected her blood glucose via the pump, and has not reported further issues.